Event description:
Pt was placed on pain pump following open nbsan procedure. Pt received 5.5 mg of mso4 in recovery room. Pt transferred to ward at that time & was alert & oriented. Pca pump was restarted on ward with same settings. Approx 45mm after restart of pump, nurse went to check pt & found him cyanotic, unresponsive with respiratory rate of 6/min. She noted the medication bag to be empty at that time. The pump noted that only 1mg had been delivered, yet the bag which originally contained 250mg was empty. Pump recordings did not match remains in bag. Unit was locked & considered to be tamper proof. 12 hrs after incident, pt is recovering on narcan drip & supportive care with no apparent permanent effects.